Event description:
After completing an off-pump coronary artery bypass procedure and removing the device from further use, it was noticed that the foot of the heart stabilizer had torn the heart. The tear was repaired, but the procedure had to be converted from off-pump to on-pump. The pt was closed up and has not suffered from any post-operative complications since then. The device was disposed of at the hospital after the procedure was completed. The date of the incident is unknown.